Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was problem with inserting the sensor. The customer's blood glucose level was unknown. The customer noticed that on removing the needle it was very hard and the electrode was completely folded up on the skin. The device will not be returned for analysis.